Event description:
The customer reported the cine function was not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine drive and cine bridge. The system operates as intended.